Manufacturer narrative:
The case states that facility rn was sprayed in the faces while using the y-opsy defendo valve during a biopsy procedure. No mucosal contact. While it is believed that spray originated from simply sterile water, it is possible that the spray could potentially be contaminated, thus presenting a cross-contamination risk(B)(4) and sales personnel has tried contacting this facility for more information regarding this incident with no success. There is limited information as to how exactly the product supposedly malfunction. To date, there have not been any additional reports of illness or injury. This complaint will continue to be monitored within medivators complaint system.

Event description:
The case states that facility rn was sprayed in the face while using the y-opsy defendo valve during a biopsy procedure. No mucosal contact.